Event description:
Philips received a complaint from the customer reporting that a patient disconnect alarm occurred on the v60 ventilator. The device usage was not provided, therefore is not known. There was no report of harm. There was no patient or user impact. A philips field service engineer (fse) evaluated the device and confirmed an occurrence of the reported issue through review of the device error log. The fse verified that the patient disconnect diagnostic code 1200 was logged. The fse completed performance verification testing and reported the issue could not be reproduced. The fse concluded the alarm may have occurred due to disengagement of the patient circuit from the device. The device was confirmed to be operating per specifications and no failure was identified.